Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information= d10, h3: although it was originally reported that the device was available for return, the complaint device was not returned to cook for investigation. Summary of event: as reported, during a venogram, the outer catheter of a micropuncture transitionless stiffened cannula access set separated in the patient's arm. The device reportedly broke in half, over an unspecified wire, upon physician manipulation and removal. The device fragment was retrieved from the patient with forceps. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was not provided. Investigation evaluation: reviews of the complaint history, device history record, manufacturing instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. There was objective evidence that the device was manufactured to specification. A supplier investigation was conducted. The supplier concluded that there was objective evidence to support that the device was manufactured to specification. Adequate controls are in place for this failure mode. The IFU states: ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position¿ and ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt¿. Based on the information provided and the results of the investigation, cook has concluded that the cause for this complaint could not be determined. There were no issues noted during the investigation to suggest that manufacturing issues caused or contributed to the event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter: occupation = rt. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a venogram, the outer catheter of a micropuncture transitionless stiffened cannula access set separated in the patient's arm. The device reportedly broke in half, over an unspecified wire, upon physician manipulation and removal. The device fragment was retrieved from the patient with forceps. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested, but is unavailable at this time.